Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer stated that the pump had motor error several times. Customer also reported motor position encoder error alarm. The blood glucose of the customer was unknown. The pump will be replaced.the insulin pump will be returned for analysis

Manufacturer narrative:
(B)(4). Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms or motor position encoder alarms noted.